Event description:
Received info regarding a cartridge alarm 19 during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evacuation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.